Event description:
Based on a review of medical records provided by the pt's attorney: (B)(6) 2004 -- repair of recurrent incisional hernia with a composix kugel mesh. On (B)(6) 2005 -- repair of incisional hernia with composix kugel mesh, explant of previously placed mesh. Omentum noted to be adherent to previously placed mesh. On (B)(6) 2005 -- component release abdominal wall reconstruction bilateral, removal of infected mesh. Pt had presented with continuing mrsa infection of the abdominal mesh. Evidence of draining sinus connecting to mesh, abscess cavity. Small bowel and omental adhesions to mesh.

Manufacturer narrative:
The pt's attorney initially reported a single composix kugel mesh, which was filed with the FDA under rae (B)(4) when davol was originally made aware of the complaint. However, medical records were later received that identified an additional mesh. Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's medical history includes a gunshot wound and a hernia repair and recurrence prior to implant of the mesh. It was reported that the pt developed adhesions and a recurrence, which are both stated as possible adverse reactions in the product's instructions for use. A manufacturing review was performed and did not find evidence of a manufacturing related cause for the alleged event. Additionally, no sample has been returned for evaluation. Without additional info, no conclusion can be drawn.